Manufacturer narrative:
Field service determined the ict aspiration pump was contaminated and not functioning properly. Field service resolution involved cleaning the ict aspiration pump, followed by performance verification of a passing calibration and control run. A review of the service history determined the system integration began on 09/18/06, therefore the ict module associated with the complaint had exceeded the 2 month on board warranty claim. The service history between 11/15/06 and 12/13/06 identified four different issues related to operator error that were resolved by training. Another complaint opened on 12/07/06 indicated that acid wash bulk solution installed on 11/04/06 was not being used, and field service determined the fittings/connections were loose. The operations manual includes sufficient labeling with regard to the ict module's warranty, maintenance, replacement, and troubleshooting the customer's issue. The warranty is stated in the forward section. Section 9 service and maintenance instructs the user to: daily- check the 1 ml syringes for leaks daily; weekly - check the ict probe and tubing; monthly - check the dispense components, syringes and valves, and the ict drain tip; and quarterly - change the 1 ml syringes, ict asp check valve, and ict ref check valve. Section 10 troubleshooting and diagnostics includes probable causes and corrective actions for the observed problems "controls out of range", and "erratic results, poor precision - ict results." Probable causes include, but are not limited to, "hardware failure - ict aspiration pump and tubing," resolved by contacting customer support; and "ict module is expired or has exceeded time or sample warranty (> 2 months after installation or > 15,000 samples)," resolved by changing the ict module. Other causes and corrective actions are listed, and section 9 component replacement is referenced for instructions to replace the ict module, probe, and associated syringes and tubing. The investigation demonstrated that the architect c8000 processing module is performing within its intended use, label claims, and specifications. No deficiency related to the performance of the device was identified. This is a final report.

Event description:
The customer states that elevated sodium results were generated and reported from the laboratory when controls were out of specifications on the architect c8000 analyzer. Various troubleshooting procedures were performed and controls came back into specifications. Afterwards, one pt sample generated a result of greater than 175 mmol/l. The sample retested at less than 100 mmol/l and again at greater than 175 mmol/l. Controls run following this sample were out of specification high. There is no impact to pt management reported. A service call was initiated.